Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the IV set an120 w/o bp spike broke from the chamber. The following information was provided by the initial reporter: "when the user started to use IV set, the spike had been detached from the chamber".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/28/2021 h.6. Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally, the submitted sample has been reviewed by our team of quality engineers. The returned sample displayed separation between the chamber and the spike. Based on analysis of the manufacturing line the most likely root cause for this event is likely related to the adhesive application process; a temporary malfunction in the manufacturing line could result in a poor connection of the constituent parts. Sbdm inspected the lot no. (Lot no 2106222, 2107011 & 2107171) as of the house samples, there was no disconnected spike and chamber. H3 other text : see h.10

Event description:
It was reported that the IV set an120 w/o bp spike broke from the chamber. The following information was provided by the initial reporter: "when the user started to use IV set, the spike had been detached from the chamber"